Manufacturer narrative:
B3: (ni) date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a no image issue. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. The following reportable malfunctions were identified during the device evaluation: image noise. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause of image noise was deformation of plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.